Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s wife reported that the customer¿s adc freestyle libre sensor fell off after 8 days of wear. It was further reported that the customer was unable to monitor his blood glucose and on (B)(6) 2020, the customer experienced an unspecified symptom of hyperglycemia and a loss of consciousness. The customer was taken to a hospital where a reading of ¿over 500 mg/dl¿ was obtained and the customer was hospitalized for the diagnosis of hyperglycemia. The customer was administered unspecified treatment and was still hospitalized at the time of the report. No further information was provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.